Manufacturer narrative:
(B)(4).

Event description:
A change in therapy was reported. It was stated that pt was sedated, hallucinating, and confused since last refill. Per the hcp (health care professional) "they are not the typical symptoms of an overdose". No further info was provided.